Event description:
It was reported that the patient underwent revision/explant surgery to treat the non-union of a fracture and to remove a plate and an unknown quantity of broken screws on (B)(6) 2015. The plate was found to be intact when it was explanted. The explanted screws included 2.7mm va (variable angle) locking screws and 3.5mm cortex screws. It is not known which of these screws were broken. The original date of implant is unknown. There was no surgical delay. This report is for an unknown quantity of unknown screws. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient identifier and weight were not provided by reporter. Event date: unknown. This report is for an unknown quantity of unknown screws. Part and lot numbers were not provided by reporter. Explanted screws include 2.7mm va (variable angle) locking screws and 3.5mm cortex screws. Date of implant is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.